Event description:
On 10/18/96, the MFR received a fax from its distributor which stated that upon inspection, it was noted that eleven (11) of the devices contained foreign material contamination as follows: (2) pieces contained a "blue or white foreign material", (6) pieces contained a hair of fiber in the packaging, (1) piece contained a "deposit observed on the catheter" and (2) pieces had broken packages.

Manufacturer narrative:
The MFR has completed its evaluation of the returned devices and the results are as follows: twenty pieces were returned and evaluated. Visual examination confirmed the distributor's report of (2) pieces containing a blue foreign material, (6) packages with fibers in the pouch and (1) piece with a deposit on the catheter. In addition, (9) additional pieces contained particles in the pouches and on the components. The distributor's report of (2) broken packages was not confirmed by the MFR's evaluation. A review of the device history record was performed on this catalog/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this catalog/lot number and no trends have been identified. The MFR will return the contaminated product to its vendor. No further details are available. The MFR is now closing its file on this event.